Manufacturer narrative:
Final device investigation found that the device was returned with a crack on the inside of the component. The obturator and sleeve were correctly matched for the device and fit properly when assembled. When subjected to pressure tests, the device showed signs of leaking when an obturator was inserted into the sleeve. As each device is visually and functionally tested prior to being released, no conclusion could be drawn as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy three devices had space between the obturator and sleeve. The devices were not replaced and were used to finish the case. The issue did not affect the procedure. There was no pt injury. See MFR report #2134070-2013-00083 and 2134070-2013-00084 regarding the other devices.